Event description:
Additional information received indicating that this crt-d and rv lead continue to exhibit high shocking lead impedance measurements greater than 125 ohms. The cause was not determined. The patient will be monitored with standard follow-up. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurement. Additional information obtained from the file representative indicated that the cause of the out of range shock impedance measurement was not determined. The health care professionals (hcps) will continue to monitor the patient. This device and lead system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).